Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6) 2025 at 02:32:35, the log file captured a no external power alarm due to the rsoc voltage on both power cables decreasing to ~0v in three seconds. The alarm resolved on (B)(6) 2025 at 02:32:42 when power from the mobile power unit (mpu) was restored to both power cables. This series of events is consistent with a loss of power to the system. The backup battery supported the system during this event without issue. The no external power event did not impact the system controller¿s ability to support the pump. The provided information indicated the no external power alarms occurred while the patient was asleep and likely while connected to the mpu. Multiple attempts were made to obtain additional information regarding if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or back of the unit, if there were an environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however no additional information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05sep2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple power disconnect alarms. There were also 2 external power disconnect alarms that was seen on 02may2025. The external power disconnect alarms happened while the patient was sleeping. The patient did not remember if they slept on batteries or on the mobile power unit (mpu) but thought it may have been the mpu. Log files were sent for review. After a period of low voltage from an unknown external power source, both power sources then show that they were connected to mpu power. The likely cause of this event was power to the mpu being briefly interrupted. These events may have been due to the mpu alternating current (ac) power cord coming loose at the mpu or at the ac wall outlet. A power disruption at the patient¿s home may have also caused these events. The loss of power to the mpu may have been occurring for some time.